Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was 210 mg/dl. Customer reported that the stated that there was an ink spot on the screen and cannot see while giving bolus. It was reported that right in middle where it had bolus the "o" was not visible and customer also stated that there was a line that takes out the second letter. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.